Event description:
It was reported that the device was shorting out. No patient injuries were reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Footswitch failed functional testing with the right pedal only going down one third when depressed, causing the speed to increase two thirds of the way. Cause of right pedal malfunction is a worn out actuator. The complaint investigation has concluded that the actuator has succumbed to expected wear and tear. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.